Event description:
It was further reported by the patients physician that the cause of the event was a retained percutaneous lead connector. The patient required hospitalization for the event, noted to be an ambulatory surgery stay. There were no injuries noted.

Event description:
It was reported that the patient felt a sharp pain and "something" poking into her spine (l2). It was stated that the patient went to her primary care physician and they did an x-ray which revealed "some type of tube or macaroni shaped object" under her skin. The implantable neurostimulator (ins) was observed in an x-ray and it showed that "everything was intact". It was reported that the patient has not used her stimulator for a year because she had her symptoms under control. It was further reported from the health care provider that the cause of the event was unknown. The impedances were not tested. The patient had an x-ray on (b)(56) 2013 and they saw a "metallic object" at l2. No further information was provided. Additional information received reported that the patient had surgery on the day prior to the report because there was a foreign body on her spine. It was noted that the patient had a computed tomography (CT) scan and surgery was performed to pull it out. The reporter noted that it looked like a plastic tube with a wire in the middle, and thought that it might be left over from the trial. It was noted that it ¿might have been at the end of the skin¿ and was stuck in the muscle and migrated to l2. It was noted that the patient remembered having the trial wire removed and wasn¿t informed of any difficulties. It was noted that the patient was told at first that some surgical equipment was left in her body.

Manufacturer narrative:
Concomitant products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012,product type: implantable neurostimulator. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).